Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that patient's infusion set's tubing was detached near quick release while the patient was changing clothes. The site location was left side of patient's buttock, with the pump located on the left side. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information available.